Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed an infection and there was vegetation on the tricuspid valve. The device and leads were removed and the right ventricular (rv) lead was replaced. No further patient complications have been reported as a result of this event.